Event description:
It was reported that sensing anomalies were observed. The lead tip was damaged. X-rays taken one day post implant showed that the helix was not extended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.